Event description:
I applied a zio device to collect data for cardiac arrythmias on "(B)(6) 2022" (0934) left upper chest, following instructions per the company for placement. I started to itch (at the site of placement) the next day but continued to wear for data collection. By "(B)(6) 2022", I notified my md I needed to remove the device as I had developed redness, uticaria and blisters at the site. Of which I was treated for an allergic reaction. The data collection was ordered for 14 days. The actual collection was a little over 3 days. I notified the zio company and they were disinterested in listening. I called 6 times for information and never received any response besides an invoice. Palpitations continued to occur after the zio was removed, further echo studies were ordered. The zio company in their website compares their device to holter monitor and touts that zio can record 51% of their patients have issues after 48 hours so they are able to capture more data than the holter. The zio is was ordered in my case for 14 days, but only able to be worn for 3. The zio company based their interpretation on those 3 days of data.